Event description:
The customers leg went into a spasm and her foot became caught between the footplate and caster. The provider confirmed that the customer was not driving the powerchair, but was transferring when this occurred. The user sustained a tendon tear to the right ankle which required a doctor visit and leg boot. The customer requires restraining devices due to her condition, but refuses to wear them.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Although it appears that this event is not product related, a follow up report will be submitted upon review of the product and completion of investigation.